Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was duplicated the reported phenomenon. It was also found that the error b30 was caused by the connector failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicates there is the communication problem between the subject device and the endoscope was displayed during the preparation for the unspecified diagnostic procedure (the patient was not under anesthesia). The intended procedure was completed with another similar device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration] judging from the following facts found out from the investigation of the reported phenomenon, the phenomenon seemed to have occurred due to the defective push connector (lock unit). It could not be identified the cause of its defect. According to the evaluation of olympus china, the reported phenomenon was duplicated, and it was occurred due to the defective push connector. No description on the evaluation report for the cause of its defect. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.